Manufacturer narrative:
H6: medical device problem code 2017/incorrect prep. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. It was reported that the device was not soaked prior to use. It should be noted that the coronary dilatation catheters (cdc), trek rx and mini trek rx, global instructions for use (IFU) states: submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. In this case, it is unknown if the IFU violation caused or contributed to the reported complaint. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the right coronary artery with heavy calcification and no tortuosity. The 3.0x20 mm trek balloon dilatation catheter (bdc) was not soaked prior to use and was inflated once to 14 atmospheres and once to 8 atmospheres when the balloon ruptured. The device was removed and a 3.0x20 mm nc trek bdc was used to continue the procedure followed by a 3.5x20 mm nc trek and a non-abbott stent. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.